Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the small probe had broken off the monitor. No other details regarding the nature of the event were provided. Since this event occurred after a cardiopulmonary bypass procedure, there was no pt involvement during this event.